Event description:
The customer reported to customer service that the transformer to her pump in style breast pump completely fell apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply has been sent to the customer. In follow up with the customer, she stated that the housing completely fell apart exposing the underlying electronics. She did not report any sparks, fire or injury. She also stated that she would send the original back to medela however as of the date of this report, medela has not received the product. Should the product be received and evaluated resulting in new information, a follow up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.